Event description:
It was reported that the patient's whole pacemaker system was explanted and replaced due to lead dislodgement. It was unclear if there was a specific issue noted on the device. The patient condition was unknown.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.